Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture and high out of range pacing impedance measurements of greater than 2000 ohms. A chest x-ray confirmed a fracture. Subsequently a revision procedure was performed where the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.